Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy-retinal surgery for gas fluid exchange, an ophthalmic forceps worked initially then slowly did not open as far until finally they were stuck in a closed position. An alternate forceps was obtained in order to complete the surgery. No medical or surgical intervention required. No patient harm reported.